Event description:
It was reported by the sales rep that the hand piece was leaking from the back and also leaking from the cutter release. There were no reports of any adverse patient event associated with this malfunction.

Manufacturer narrative:
On december 12, 2008, the hand piece involved in the reported event was evaluated. During the evaluation, the technician verified the handle assembly failure. The technician replaced the handle assembly, performed functional tests and returned the unit to the customer.